Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation and the reported stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the stent dislodgment appears to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that during device unpackaging and prior to use the omnilink elite stent delivery system (sds) was being removed from the plastic hoop and the stent was partially dislodged from the balloon. There was no patient involvement. The device was not used. No additional information was provided.